Manufacturer narrative:
(B)(4). The customer reported a defib/pacer test failure. There was no patient involvement. The customer tried switching the therapy cable but that did not resolve the symptom. The device was returned to philips for evaluation. The reported symptom was recreated. The therapy pca was replaced to resolve the symptom. After passing all testing the device was returned to the customer for use. The reported opcheck failure was resolved by replacement of the therapy pca.

Event description:
The customer reported a defib/pacer test failure. There was no patient involvement.